Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4574 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient was found unconscious and was brought to the emergency room. The right ventricular (rv) lead had a rise in an already high threshold and there was intermittent loss of capture. Also the pacing impedance had risen to 1905 ohms bipolar and 456 unipolar. There had been a pace polarity switch to unipolar. The rv lead had a possible fracture. A temporary pacemaker was placed until the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.